Event description:
It was reported that the physician's handheld was not holding a charge. Troubleshooting was performed and narrowed the problem down to the serial cable. A new serial cable was sent to the physician and the faulty serial cable was returned to device manufacturer for analysis. Analysis was completed on (B)(4) 2013. The cause for the charging difficulties is associated with an open electrical connection in the serial cable power plug. The cause for the open connection is unknown and could not be identified during the analysis.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.